Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/3.0 mm balloon ruptured. The lesion being treated was an in-stent-restenosis of a previously placed driver 3.0/24 mm stent located in the proximal left circumflex coronary artery. The physician used a a 7 fr terumo introducer sheath for vascular access and an athlete 0.014" guidewire and a zuma2 sl3.5sh guide catheter to cross the lesion. The quantum maverick monorail 12/3.0 mm balloon was being used to angioplasty the instent lesion when it ruptured at 12 atms on the initial inflation. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine.'